Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the device replacement procedure, the right atrial lead exhibited low sensing thresholds. The lead was capped and replaced on (B)(6) 2019. No patient complications were reported.